Event description:
Information received from the field does not address the patient's clinical status but notes that each time a software download was performed, the device reverted to back-up mode during a subsequent autocapture test.